Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/... Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: black box shows unexplained "por" events on (B)(4) 2016. Pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery cap measures within specifications. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. Cover crack observed between corner of display lens and case seal. During investigation pump was unable to hold prime. Force calibration check fails reading. Leak test shows leaks at battery compartment crack. Removed pump case. Evidence of moisture contamination inside pump on power pcb, force sensor housing, force sensor pins and watchdog circuitry. Checklist steps 13 (load/step), 16 (force sensor cal) and 22 (24hr. Basal program) fail due to inability to hold prime. Inability to hold prime due to internal moisture contamination. A "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.